Event description:
It was reported that the right ventricular lead was explanted due to inappropriate therapy, sensing difficulty, and a lead fracture. No further patient complications were reported as a result of this event.